Event description:
The patient presented for a post procedure follow up. The atrial lead exhibited no out of range anomalies were found. Chest x-ray revealed dislodgement. No patient symptoms were reported. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.